Manufacturer narrative:
MFR received date: 29 aug 2019. Date of report received: 30 aug 2019. The service technician clarified there was no breakage in the gas outlet port. Therefore, the front panel assembly was not replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The service technician confirmed the reported issue. The service technician replaced the front panel assembly to fix the reported issue.

Event description:
The customer reported gas outlet port fixing was broken. There was no patient or user harm reported.